Manufacturer narrative:
As reported, 12mm 6cm powerflex pro percutaneous transluminal angioplasty (pta) was used to dilate the left iliac vein stenosis. However, it was found the balloon luer hub was leaking and the balloon could not be filled. The procedure was completed by changing to another device. The operation was correct; the patient was not harmed. The operator of the vascular surgery department has undergone standardized training. There was a leak at the luer hub. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The lesion was mildly calcified. The vessel had no tortuosity. The device was not used for a chronic total occlusion. The contrast to saline ratio was 1:1. The same indeflator had not been used successfully with other devices. No resistance or friction was encountered while inserting the balloon through the rotating hemostatic valve. No resistance or friction was encountered while inserting the balloon through the guide catheter. The balloon catheter was not advanced through the vessel. The lesion was not crossed. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The procedure was completed by changing to another device. The device was returned for analysis. A non-sterile ¿powerflexpro 12mm6cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection revealed a splintered condition in the inflation luer hub. The balloon was returned uninflated, with no other notable details observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. During the balloon inflation test, positive pressure was applied to reach the rated burst pressure. However, the inflation pressure was not maintained due to a leak observed in the balloon. No leaks were found on the luer hub. The balloon was inspected using a vision system, which revealed a rupture on the surface where water was leaking. The balloon surface showed evidence of a rupture and secondary scratch marks near the damaged border area. This type of damage is commonly caused by interaction with a sharp object or mechanical damage. It is likely that the same factors causing the scratch marks on the surface led to the damaged condition of the received device. It appears that the material near the damaged area was affected by a sharp object from outside the device. The luer hub was inspected with a vision system confirming the splintered condition. The splintered area on hub presented evidence of fatigue striations. Fatigue striations found on the hub material are commonly associated with damages caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the splintered. The reported ¿luer hub leakage¿ was not observed during analysis of the returned device; however, a ¿balloon burst¿ was observed. The exact causes of the reported events cannot be determined. The outer surface of the balloon presented evidence of scratch marks adjacent to the balloon rupture. The balloon material near the rupture, appears to have been punctured either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. Therefore, based on the information available for review, it is likely vessel characteristics and procedural factors may have contributed to the reported event as evidenced by device analysis. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, 12mm 6cm powerflex pro percutaneous transluminal angioplasty (pta) was used to dilate the left iliac vein stenosis. However, it was found the balloon luer hub was leaking and the balloon could not be filled. The procedure was completed by changing to another device. The operation was correct; the patient was not harmed. The operator of the vascular surgery department has undergone standardized training. There was a leak at the luer hub. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The lesion was mildly calcified. The vessel had no tortuosity. The device was not used for a chronic total occlusion (c. The contrast to saline ratio was 1:1 (50%). The same indeflator had not been used successfully with other devices. No resistance or friction was encountered while inserting the balloon through the rotating hemostatic valve. No resistance or friction was encountered while inserting the balloon through the guide catheter. The balloon catheter was not advanced through the vessel. The lesion was not crossed. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The procedure was completed by changing to another device. The product could be returned. Addendum: product evaluation revealed a ruptured condition on the balloon of the powerflex pro pta balloon catheter.